Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13aug2020.

Event description:
It was reported by a philips field service engineer (fse) that while onsite servicing devices for this facility it was noted that this v60 failed to power on. The device was not being used on a patient at the time of the event. This issue was discovered during servicing by a philips fse. The device was evaluated by a philips fse who discovered the issue during servicing at the facility. The customer was informed that the power management board would need replacement and was provided the part number and pricing for the part. The customer requested to order the new power management board in order to bring this device back to service. According to the information from the philips remote service technician, the customer stated he would order a new power management to be replaced onsite by the customer. No additional assistance from a philips fse would be required. A review of servicemax found no parts were ordered or service requested and the case was closed. If the decision is made to have the device evaluated and repaired by a philips fse, a new service order will be opened and will be captured through philip's normal complaint procedure.